Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced symptoms described as sweating, wobbly, couldn't move our of bed, and a loss of consciousness. The customer self-treated with glucose tablets and felt better. The next day, the customer went to the hospital where a healthcare professional (hcp) obtained an unspecified laboratory reading and diagnosed the customer with hyperglycemia. The customer was provided with an unspecified fixed IV, glucose tablets, insulin (dose/type unspecified), and anti sickness tablets for treatment by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced symptoms described as sweating, wobbly, couldn't move our of bed, and a loss of consciousness. The customer self-treated with glucose tablets and felt better. The next day, the customer went to the hospital where a healthcare professional (hcp) obtained an unspecified laboratory reading and diagnosed the customer with hyperglycemia. The customer was provided with an unspecified fixed IV, glucose tablets, insulin (dose/type unspecified), and anti sickness tablets for treatment by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Visual inspection performed on the adhesive and no issue was observed. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.